Event description:
The customer reported the system stopped emitting x-rays and locked up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the 24 volt power supply. The system operates as intended.